Manufacturer narrative:
Based on the investigation, the anchor was properly manufacturing and sufficient instructions were provided to the user. The incident may have been cause by improper patient selection or improper anchor deployment technique by the user.

Event description:
Information recieved from treating surgeon that an anchor had backed out of the implanted interbody and that the revision surgery was preformed to remove the anchor.